Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is notifying low vacuum error and the drive manifold is suspected to be defective. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional fields: (event site state: rajasthan, event site postal code: (B)(4)) it was reported that during the routine check the cs300 intra-aortic balloon pump (iabp) low vacuum error is coming. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Drive manifold is suspected to be defective. He replaced the drive manifold and maintenance kit of iabp and performed tests and found the unit is working fine. The unit is handed over in the working condition.

Event description:
N/a